Event description:
It was reported a patient experienced a breach in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. The transfer set disconnected from the catheter and the patient touched the transfer set. The patient later presented to the dialysis clinic where the catheter was flushed and the patient was started on antibiotics (name, dose, route, frequency not reported). No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.